Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred on (B)(6) 2015. Patient began experiencing gerd. Video esophagram on (B)(6) 25018 found that "the linx band is discontinuous allowing free esophageal reflux. Mild low-grade esophagitis suspected." Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx device was implanted at the time (model: lxmc15, lot: 16734).